Manufacturer narrative:
The 510 (k) is k082590. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (03/21/11)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the returned meter, returned test strips, and retain test strips have passed all testing with no faults found. A DHR (device history record) was completed for the meter and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs alleging that there was an issue with the meter casing, led issue, stating that the led indicator light shows a solid yellow and an error 2 message on the meter. The patient mentioned that the test strip port felt blocked and that the test strip did not go all the way into the port. The patient noticed the issue on (B)(6), 2011 at 10:30am. The patient was unable to obtain a reading and took their usual dosage of medication, 7 units of humalog. A few hours after the alleged issue began the patient developed symptoms of blurred vision and thirst. The patient did not self-treat or seek any medical attention or contact their physician for assistance. This was not the first time the product was being used. The technique of applying blood on the test strip was correct. The patient was using the correct vial of test strips. The alleged issue was not resolved over the phone. Product was replaced. The complaint is being reported since the patient alleged that due to the alleged issues, they were unable to test and later developed symptoms suggestive of a serious injury.